Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via manufacturer representative. It was reported that the cause of the product problem was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11167r29, implanted: (B)(6) 2002, explanted: (B)(6) 2017, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative from a patient who was receiving morphine, concentration 25 mg/ml at a dose of 6.49 mcg/day via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient experienced loss of therapeutic pain relief; a catheter dye study was performed and the doctor was unable to withdraw medication from the catheter access port, and surgical intervention occurred: the catheter was completely explanted and replaced. It was unknown whether the catheter would be returned to the manufacturer; the hospital had possession of the catheter at the time of this report. There were no known environmental, external or patient factors that may have led or contributed to the issue. It was reported that the issue was resolved at the time of this report and the patient status was "alive no injury." No further complications were reported/anticipated.